Manufacturer narrative:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant deviations in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death.

Event description:
Data review: on (B)(6) 2023 customer (B)(6) hospital contacted luminex technical support to report two false negative results for aries sars-cov-2 eua assay pn: 50-10047 lot: ab8021 had occurred during sample analysis when analyzing api cov-5 samples. Customer provided aries run data for the sample runs: sample ID: (B)(6) analyzed on cassette 1cvcab8021231102a01954 on (B)(6) 2023 at 11:34:20 am. Run data obtained: sars-cov-2 - orf1ab CT = nd, sars-cov-2 n CT = nd, rnase p CT = 36.6 sample ID: (B)(6) analyzed on cassette 1cvcab8021231102a01988 on (B)(6) 2023 at 11:34:20 am. Run data obtained: sars-cov-2 - orf1ab CT = nd, sars-cov-2 n CT = nd, rnase p CT = 35.5 sample ids (B)(6)and 940430 were run along with positive and negative qc controls which each returned the expected control result. Consumable review: no false results were reported during aql testing of lot ab8021 on 11/06/2022. No non-conformances are associated with this lot. There is one additional complaint case reporting false negative results for lot ab8021 within salesforce at this time. Additional complaint case was previously reported as MDR 1650733-2023-00004 and submitted to FDA on 03/23/2023. Device review: aries system sn: (B)(6). Review of the utilized device's history was accessed for a period of 6 months prior to the reported discrepant result. There were no service actions for the aries system during the prior 6 months that would contribute to false results. There is no indication of a device malfunction. Conclusion: the root cause of the false negative api sample results cannot be determined. There is no indication of a hardware malfunction or evidence of consumable malfunction at this time. No patient samples were reported to have discrepant results. The api cov-05 sample has led to two previous MDR submissions for false negative results. This complaint of a false result on the eua aries sars-cov-2 assay is required to be reported as an MDR. (B)(6) will be submitted as an MDR to the FDA to fulfill reporting requirements.